Event description:
It was reported that during a lap supracervical hysterectomy procedure, the device's active blade broke off at the hinge and was retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was received with the blade broken off and missing. The location of the break is inside the tube proximal to the tissue pad. The analysis concluded that the blade cracked due to contact with the outer tube. A design change has been implemented to reduce this issue. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.